Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer via manufacturer's representative regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - radicular pain syndrome(radiculopathies). It was reported that there was a green substance in pocket and he was concerned battery was possibly leaking in the pocket. Battery was explanted due to normal battery depletion. No further complications were reported/anticipated.

Manufacturer narrative:
Analysis of the ins (B)(4) found insignificant anomalies. If information is provided in the future, a supplemental report will be issued.